Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to the following: 1) overcurrent occurred temporarily or repeatedly due to plugging and unplugging the video connector while the system was on. 2) the image output signal was temporarily unstable due to the sudden application of static electricity or overcurrent. 3) attaching or detaching with the system power on, overcurrent from other devices or electrical wiring, or adhesion of dust or moisture to the electrical contact of the system and the video connector. The device was evaluated where no abnormalities were found that could have led to the event. A few defects were noted where the metal contacts and the tip were scratched. However, these defects alone are not considered severe enough to cause a potential adverse event. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". "[Inspection of endoscopic images] 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm etc. With normal light observation image and nbi observation image. 3. Confirm that the illumination light is coming out. (See figure 3.23) 4. Adjust the amount of light to make it suitable brightness. 5. Confirm that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image." Olympus will continue to monitor field performance for this device.

Event description:
It was reported during surgery (therapeutic procedure), the screen blacked out. The device was replaced and the intended procedure was completed using similar device. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. Additionally, service business center (sbc) performed follow ups (additional information) regarding the reported event , however, were unsuccessful, no response received from the customer. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.